Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional failure analysis review of the tip-up fenestrated grasper instrument was performed: the defects in the grip and pitch cables were a result of the damage to the main tube and the detachment of the proximal clevis. There was no direct component failures found.

Manufacturer narrative:
The tip-up fenestrated grasper instrument has not been received for failure analysis evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the tip-up fenestrated grasper instrument cable was broken and when the tip up fenestrated grasper was removed through the trocar the tip detached. It was unclear whether a fragment fell into the patient's anatomy; however, it was noted that no fragments remained inside the patient. No images were available for review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip up fenestrated grasper instrument was found to have a broken main tube at the distal tip. Material was found missing. The missing piece was measuring roughly 10.52 mm x 7.75 mm. Components adjacent to this broken main tube did show damage. Additionally, the instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis was attached to the main tube. The instrument was found to have a broken grip cable at the grip hub. The cable was fully broken. As a result of the full break, functional testing for motion related issues could not be performed. There was discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found abnormally sharp or damaged components that could have contributed to the cable breaking.